Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported no power to the monitor cart. No pt injury was reported.